Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The auditory and vibratory alarms are reportedly not operable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no evidence of alarms or warnings related to the complaint. On investigation, there was no evidence of defect involving the audio or vibratory functions of the pump. Testing confirmed that both auditory and vibratory functions were fully functional. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.